Event description:
Surgeon reported that the pt had fallen off a ladder, which may have resulted in the implants breaking. A procedure was performed to remove the hardware. Surgeon request that the implants be evaluated. Surgical intervention did occur as a result of this situation and an MDR is being filed to document this event.